Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's family or friend reported via phone call, the customer has been experiencing low blood glucose in the 40 mg/dl range for about two weeks. Customer has been treating lows with candy and juice. Customer experienced low bgs on (B)(6) 2016. Customer would be shaky when experiencing low blood glucose. Troubleshooting was performed on the insulin pump and no anomalies were noted. The insulin pump is not returning for analysis.